Event description:
It was reported that a pump had a double beep with no cassette during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented fluid ingression on occlusion sensor. The customer stated problem was duplicated. Device was double beeping with out cassette due to fluid ingression on downstream occlusion sensor. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the user - fluid ingression of the device. Product is beyond 9 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 17-jul-2013.